Manufacturer narrative:
Concomitant medical products: product ID: w3dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited fracture, short v-v intervals and ov ersensing on stored electrograms (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.